Event description:
It was reported that high threshold and decreased sensing was noted on the right ventricular (rv) lead. The physician visually confirmed micro-dislodgement, noting ectopy beats on the patient's monitor. The physician elected to explant and replace the rv lead. A new rv lead was placed, however, the lead micro-dislodged. The physician elected to reposition this lead, but the helix failed to extend. This lead was not used and the physician elected to complete this procedure using a different rv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were helix mechanism issue, micro dislodgement, and unacceptable threshold. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination of the lead found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning the distal end, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and helix being clogged with blood/tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Manufacturer narrative:
Section b5 - the date of the procedure (B)(6) 2025 should have been included in this section.

Event description:
The date of the procedure was (B)(6) 2025.